Manufacturer narrative:
Additional information is pending and will be provided upon receipt.

Event description:
It was reported that during a follow up untreated episodes were seen. In addition, noise was recreated in all vectors and oversensing was seen. The device was deactivated. Additional information noted that the system was explanted. The device will not be returned as it was kept at the hospital. It was noted that fluoroscopy done prior to the revision did not reveal the root cause of the reported issue, however the position of the electrode was close to the middle of the sternum and to the right. The newly implanted electrode was positioned to the left side which appeared to be a more optimal position. No additional adverse patient effects were reported.